Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the lead could not be fixed using a depth stop gauges (tightening was loose) during implant. The hcp did not use the micro targeting drive, but used the catheter insertion needle of a competitor¿s product in order to position the lead. A depth stop gauge was therefore used. The cause of the event was unknown. The hcp tried to forcefully tighten the depth stop gauge, but the lead could not be fixed and dropped in. A new lead was used and was able to be completely fixed. The issue was not resolved at the time of this report. No surgical intervention was taken or planned. There was no impact on the patient. The patient¿s indication for use is essential tremor.

Manufacturer narrative:
Product ID: 3550ds, lot# unknown, product type: accessory. No anomalies were found on the stimulation lead. However, the threads on the screw of the lead holder did not extend close enough to the handle, so it could not turn in as deep as normal. With the screw turned completely into the holder, the gap was 0.050" which was not enough to hold tight to the lead. The lead body is normally 0.050" in diameter. Dimensionally, the screw measured within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.